Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. Despite three gfe attempts, additional information could not be obtained. Therefore, it is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube, air/water tube, and air/water cylinder. There were no reports of patient involvement.